Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was feeling lightheaded and it was noted the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing, with all oversensing falling into the blanking/refractory period. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.